Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler heater tray has melted and cracked right in the middle. The patient was not connected when they noticed the issue. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they had completed their treatment and they noticed that the heater tray was burnt the next morning. The patient stated that they did not smell anything or see any smoke, spark, or flames during the event. The patient confirmed that they have received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient stated that the old cycler has been picked up and returned to the manufacture for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed that the paint was flaking on the heater tray. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The left compressor nipple was out of position within the compressor bracket. The right compressor nipple was improperly sitting on top of compressor noise reduction grommet. The cycler underwent and passed the temp test, heater test, heater calibration diagnostics check, current leakage test, and the catch post hipot test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A simulated treatment post-accelerated stress test 2-hour 15-minute 8500 ml test modified with 30-minute dwell times and total treatment time 3-hours and 37-minutes was performed and completed without problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.